Event description:
It was reported that the patient experienced a thinning of the skin over the pacemaker pocket and underwent a pocket revision procedure. It was noted that the pacemaker had recorded a signal artifact monitor (sam) episode due to oversensing of the patient's atrial fibrillation (af) on the day of the pocket revision. The sam disabled the minute ventilation feature. The feature was reactivated and technical services recommended programming changes as the patient had intermittent af. No additional adverse patient effects were reported.